Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Per additional information received the patient has experienced postoperative bleeding requiring blood transfusions, delayed healing due to hematoma, pelvic pain, vaginal pain, vaginal mesh exposure/erosion requiring excision surgery, perirectal abscess requiring excision surgery, postoperative vaginal bleeding resulting in a vaginal wall hematoma requiring evacuation, recurrent urinary tract infections, discomfort in the left buttocks area, fecal frequency with some incontinence, pudendal numbness in the rectal area, recurrent urinary urgency, dysuria, dyspareunia, and obstructive voiding symptoms.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).